Manufacturer narrative:
The exposed portion of the soft cannula was found to be damaged and have a tear. Fluid was observed exiting the tear during a leak test. The timing and cause of the damage could not be determined. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patients blood glucose level rose to 14.5 mmol/l (261 mg/dl) while wearing the pod between 36 and 48 hours. As treatment, a new pod was placed.